Event description:
Caller reported damage to the pump housing and usb port, which affected the ability to charge the pump because the cord would not stay connected unless held in place. There was no reported adverse impact. Customer continued to use the pump for insulin delivery.